Manufacturer narrative:
Analysis of historical records: the devices involved in this event have not yet been received by orthofix (B)(4) (one of them was discarded by the hospital while the other two devices are currently in use by patient). Unfortunately also the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation (please also kindly refer to MFR report 9680825-2016-00004 and 9680825-2016-00005): the devices involved in this event have not yet been received by orthofix (B)(4) (one of them was discarded by the hospital while the other two devices are currently in use by patient). The technical evaluation will be performed as soon as the devices become available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical investigation, currently on going, become available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR report 9680825-2016-00004 and 9680825-2016-00005.

Event description:
The information provided by the local distributor indicates: the patient is a (B)(6) young man with a limb length discrepancy who is having the short limb lenghtened at the tibia. Fixation was applied (B)(6) 2015. The patient fell down on (B)(6) 2016, resulting in one of the half pins breaking (note that this half pin is not manufactured by orthofix (B)(4)). The patient was seen in the emergency room on (B)(6) and in the clinic on (B)(6) where the broken half pin and the fixation bolt were removed from the ring. The patient had increased pain and ring movement the next day. He returned to the clinic on (B)(6) and two other proximal pins were loose on the fixation bolts (device code 54-11530). These were tightened in the clinic and the patient said that he felt much better, although the proximal ring looked as if it had shifted and tilted down. X-rays showed increased compression and translation of regenerate. Patient was scheduled for frame readjustment on (B)(6) 2016 on (B)(6) 2016 orthofix (B)(4) received the following information: a total of three tl+ universal half pin fixation bolts are involved in this event, as specified below: the first bolt was removed and discarded with the piece of broken half pin (device not manufactured by orthofix (B)(4)). The batch of the bolt code 54-11530 is not available, (please kindly refer to MFR report 9680825-2016-00004); the second and third bolts involved came loose and were tightened during the clinic visit on (B)(6). Both of these bolts are still on the patient. The lot numbers of these bolts will be verified at the next clinic appointment, (B)(6) 2016, (please kindly refer to MFR reports 9680825-2016-00005 and 9680825-2016-00006). Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR report 9680825-2016-00004 and 9680825-2016-00005) the first bolt was removed and discarded by the hospital. Unfortunately also the batch number has not been made available and therefore it was not possible to perform the verification of the historical data. As regards the other two bolts code (B)(4) batch (B)(4), orthofix (B)(4) checked the internal records related to the controls made before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of 349 devices. All of them have already been distributed to the market. This is the first complaint notified to orthofix (B)(4) regarding this specific device lot. Technical evaluation (please also kindly refer to MFR report 9680825-2016-00004 and 9680825-2016-00005) a technical evaluation of the devices involved in this event was not possible as one of them was discarded by the hospital while the other two devices are currently in use by patient and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the devices currently in use become available. The information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On (B)(6) 2016, "this patient is a (B)(6) year old male with limb length discrepancy who is having the short limb lengthened at the tibia. Fixation was applied on (B)(6). All was well until he fell down stairs on (B)(6) and broke a half pin. He was seen in clinic on (B)(6) when 2 further bone screw clamps were found to be loose. I think once again that the defective devices are two bone screw clamps, (B)(4). It seems that the position was lost, and two loose clamps were discovered. These are very simple devices and it is difficult to see how they can go wrong. Whatever the cause, this patient has suffered serious injury, which is quite correctable but requires further surgery. It all seems to have started when he fell downstairs and broke one screw. We really cannot say any more about this until we see the devices. The doctor stated that she tightened the clamps with a torque wrench. I am not aware that these clamps are normally tightened in this way. Is this a local modification which might be causing problems? It would be useful to know what torque the wrench is set at. I wonder if it is used to tighten all the screws/nuts in the system? I wonder if the torque is set too low? Can we ask them about this torque wrench? It is difficult to say more without the devices". On (B)(6) 2016 with the further information made available on (B)(6) 2016; "according to the last operative report the tibia was repositioned under anaesthetic into a good position as before, and treatment is to continue as planned. The regenerate callus looks in good condition in these latest x-rays. There was a suggestion that component (B)(4) might be defective. However, this has since been discarded, and the operative report recently supplied suggests that this episode was due to the fall downstairs in which a half pin became broken. In the absence of further information or devices, we must assume that this episode was due to the secondary trauma of falling down stairs, and that after the additional operation the patient is now in good condition with treatment progressing as anticipated. No further comment is possible without specific devices to consider". A technical evaluation of the devices involved in this event was not possible as one of them was discarded by the hospital while the other two devices are currently in use by patient and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the devices currently in use become available. The medical evaluation evidenced as follow: "whatever the cause, this patient has suffered serious injury, which is quite correctable but requires further surgery. It all seems to have started when he fell downstairs and broke one screw. According to the last operative report the tibia was repositioned under anaesthetic into a good position as before, and treatment is to continue as planned. The regenerate callus looks in good condition in these latest x-rays. There was a suggestion that component (B)(4) might be defective. However, this has since been discarded, and the operative report recently supplied suggests that this episode was due to the fall downstairs in which a half pin became broken. In the absence of further information or devices, we must assume that this episode was due to the secondary trauma of falling down stairs, and that after the additional operation the patient is now in good condition with treatment progressing as anticipated. No further comment is possible without specific devices to consider". Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the devices involved become available, orthofix (B)(4) will finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR report 9680825-2016-00004 and 9680825-2016-00005. Device currently in use by patient.

Event description:
The information provided by the local distributor indicates: the patient is a (B)(6) year-old young man with a limb length discrepancy who is having the short limb lengthened at the tibia. Fixation was applied (B)(6) 2015. The patient fell down on (B)(6) 2016, resulting in one of the half pins breaking (note that this half pin is not manufactured by orthofix (B)(4)). The patient was seen in the emergency room on (B)(6) and in the clinic on (B)(6) where the broken half pin and the fixation bolt were removed from the ring. The patient had increased pain and ring movement the next day. He returned to the clinic on (B)(6) and two other proximal pins were loose on the fixation bolts (device code (B)(4)). These were tightened in the clinic and the patient said that he felt much better, although the proximal ring looked as if it had shifted and tilted down. X-rays showed increased compression and translation of regenerate. Patient was scheduled for frame readjustment on (B)(6) 2016. On (B)(6) 2016 orthofix (B)(4) received the following information: a total of three tl+ universal half pin fixation bolts are involved in this event, as specified below: the first bolt was removed and discarded with the piece of broken half pin (device not manufactured by orthofix (B)(4)). The batch of the bolt code (B)(4) is not available, (please kindly refer to MFR report 9680825-2016-00004). The second and third bolts involved came loose and were tightened during the clinic visit on (B)(6). Both of these bolts are still on the patient. The lot numbers of these bolts will be verified at the next clinic appointment, (B)(6) 2016, (please kindly refer to MFR reports 9680825-2016-00005 ). On (B)(6) 2016 orthofix (B)(4) received the following information: the lot number of the two bolts currently in use by patient is (B)(6). Please also kindly refer to MFR reports 9680825-2016-00004 and 9680825-2016-00005. Manufacturer reference number: (B)(4).